Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that probe did not aspirate and released air bubbles when the pedal was activated during vitrectomy surgery. The procedure was completed on same day by replacing the product with another one. There was no patient impact.